Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high impedance. The device was reprogrammed. No patient symptoms were reported and the patient would continue to be monitored.